Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a therapy cable assembly was connected to the their device. This issue was observed during a patient event; however, no further details about the patient or the event were provided. The patient's status is unknown.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he verified the reported issue. The biomed advised that the device would not detect multiple therapy cable assemblies that he tried connecting to the device. As a result, he will replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the device will be placed back into service for use. Physio-control has made numerous attempts to obtain additional information about the patient, as well as the event, but no response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation.